Event description:
Info received indicates the foot hi/low function is drifting down.

Manufacturer narrative:
The technician changed the hi/low foot up and down valves, let the bed sit a couple of days and found hi/low foot down still drifts. He changed the foot hi/low cylinder to repair the bed.